Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; h2; h3; h4; h6. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product found that part of screw is fractured. There are wear marks consistent with usage of the device. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unknown cup, unknown liner, unknown head, unknown stem. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the screw fractured when inserting the screw into the hole of the cup. The screw was removed and replaced. All fractured pieces were removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.